Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an insulin flow blocked alarm and stated they were hospitalized. The customer stated they were hospitalized after (B)(6) day. Blood glucose value was over 600 mg/dl at the time of the incident. The customer treated with IV and manual shots. No troubleshooting was performed for carelink upload. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The customer was advised to change the entire infusion set and refill the cannula set to the appropriate cannula prime for their infusion set. The device will be replaced but not returned.